Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an increase in capture threshold and pacing impedance. The lead was capped and replaced. The patient's condition was fine.